Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of devices (total qty involved) that failed during this procedure? What was the date of the initial procedure?

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2020 and the suture was used. The needle and suture were separated from the swage during anastomosis.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/24/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot mhp743, and no non-conformances were identified. Additional information was requested and the following was obtained: what is the specific number of devices (total qty involved) that failed during this procedure? 4 sutures failed on that procedure but a full box was failed on other procedures. What was the date of the initial procedure? The surgery was done at (B)(6) 2020 the product is in iran and will not be returned for analysis at that point. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated that "a full box was failed on other procedures." Are you able to obtain the information for these other procedures? If the information is available, please open a file for each additional procedure and the quantity involved for each. If the information is unknown and cannot be obtained, please state that. Note: events for this patient reported in 2210968-2020-01220, 2210968-2020-01221, 2210968-2020-01222, and 2210968-2020-01223. The single complaint was reported with multiple events. At this time, there are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.